Manufacturer narrative:
A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. No product device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product device was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of device is patient/consumer. Initial reporter also sent report to FDA is unknown. No information has been provided to date.

Event description:
It was reported that the patient stated she woke up this morning at 5 am and noticed her tubing had become disconnected from the pump. The patient does not know how long she was disconnected and not receiving medication. She thinks the alarm did not go off on the pump. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from manufacture and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR review was not performed. Service history review identified the device was in for service and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event., corrected data: health effects - clinical signs and symptoms or conditions corrected.